Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and the right ventricular (rv) lead exhibited noise and pacing inhibition with a 3 second of pause. The patient also reported feeling dizzy in conjunction with any arm movement. There was no report of syncope. Additional information indicated that the source of noise was myopotential in nature and noise was reproducible. Further it was indicated that the patient has not had any symptoms since sensitivity changes were made. The patient was then seen by another physician who made further sensitivity changes to reduce the chance of oversensing. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.